Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(component codes), h10. Additional contact information: (name -(B)(4). The failure analysis and testing department received the following part helium reservoir assy. This part was received with a reported unit failure message of fill manifold test failing. Performed visual inspection of this part and the part looks to be in good condition. Installed helium reservoir assy. Into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department verified the failure message of fill manifold test failing. Helium reservoir assy. Failed testing. Retaining helium reservoir assy. In the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failing fill manifold and helium regulator tests are failing. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The fse that encountered the issue replaced the helium reservoir. The fse performed a full pm, safety, calibration, and functionality checks to factory specifications. The iabp was released to the customer for use.